Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the cassette could not be disconnected from the female connector of the minicap transfer set. This occurred during use of the devices for peritoneal dialysis therapy. The patient had to cut the line on the cassette to remove the connection. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.